Event description:
It was reported that, "post sheared off."

Manufacturer narrative:
Complaint history review: an evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) was requested, but not provided. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. The product experience reporting database shows that there have been other reported events for ps insert post damage from the scorpio system; however, a root cause could not be determined due to the limited information provided for this specific event.